Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a patient developed an unspecified infection post-tka which required a revision. It was communicated that the requested documentation/information was not available for inclusion in the medical investigation. Reportedly, the infection was the root cause of the revision; however, the source of infection remains unknown. The patient impact beyond the reported infection and revision could not be determined. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, patient developed an infection. A revision surgery was performed to explant the jrny ii bcs xlpe art isrt sz 3-4-rt 9mm. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.